Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2017. It was reported that the patient accidentally pulled their wires with a wheelchair arm. They went to see their healthcare provider and had the device pulled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3037, lot# unknown, product type programmer, patient serial number of the ens was obtained. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057: product type: screening device. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.